Event description:
It was reported that the physician is not comfortable with the predicted longevity for the patient's device. The values were not as expected after being implanted for less than two years. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - no anomalies found. Longevity estimated at 90 months mean at time of save to disk (s2d).